Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken missing broken part. Unable to confirm customer received sensor damaged due to customer returned opened/used.

Event description:
The customer reported via phone call that he had issues with two sensors. When he removed the sensor's needle hub, the needle pulled the sensor cannula off. The sensor cannula was retracted back into the sensor hub. The sensor cannula was pulled up through the base. The introducer needle was hard to remove. The sensor cannula was intact. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.